Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia on the day of implant. Loss of capture was noted on the electrograms (egm). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.